Event description:
Fse discovered that while performing safety checks the ventilator failed the safety checks. The ground resistance was >.15 ohms. The fse discovered the power cord was damaged. The fse replaced the defective power cord, calibrated and performed functional checks. Ventilator passed all test and performed to all MFR's specifications and returned back to service.